Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that following the intraocular lens (iol) implant procedure, noted a scraped lens upon insertion, it was missed by a tech upon opening. Lens was implanted and removed same day. Procedure was completed with a new lens. Additional information has been requested.

Manufacturer narrative:
The product was not returned. The account indicated the use of a qualified associated cartridge and handpiece. The account indicated that no viscoelastic was used in the device, on balanced salt solution (bss). The root cause for the reported complaint may be related to a failure to follow the instruction for use (IFU). The account indicated that no viscoelastic was used in the device, only bss. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The account indicated the product was not available for evaluation. The manufacturer internal reference number is: (B)(4).